Event description:
The lay user/patient contacted lifescan alleging that the product had an inaccuracy issue. The customer care advocate walked the lay user through control solution tests, and the results fell outside the specified control solution range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject test strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.